Event description:
Nicu infant infused with tpn via buretol / hospira plum a+ at 13 ml/hr. Infusion pump alarm did not notify rn that air was in the line, continuing to pump within 1 inch of reaching infant's IV insertion site. There was total air (not just air bubbles) in line from buretrol down through cassette to within 1 inch above distal filter before insertion site. Infusion pump alarm did not work as it was supposed to. Potential for sentinel event if this was not caught by the rn. Dates of use: (B)(6) 2011. Event abated after use stopped or dose reduced: no.